Manufacturer narrative:
The investigation is ongoing. Results will be provided with a seperate follow-up-report.

Event description:
There was a ventilator failure during use. No injury reported. Device generated alarm. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The electronic log file was available for investigation. The reported event could be reconstructed by means of the recorded information. A failure of the ventilator motor assembly (low motor speed) was identified as the root cause. The motor assembly was replaced and returned for further analysis. A visual inspection confirmed that the motor spindle was subject to wear and tear. Replacement of the motor assembly fixed the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
There was a ventilator failure during use. No injury reported. Device generated alarm. The device has no UDI as an UDI was not required at the time the device was manufactured.